Manufacturer narrative:
The serial number is not known at this time and will be provided with the follow up report.

Event description:
During a patient use event the battery was drained.

Manufacturer narrative:
Multiple attempts were made to retrieve case information but the requests went unanswered. Device serial number unable to be confirmed.